Manufacturer narrative:
The device was manufactured august 25, 2017 - august 26, 2017. The device was received for evaluation. Visual inspection was performed and revealed that the bladder was ruptured. Microscopic inspection was performed on the bladder to attempt to identify any issues that could have caused the rupture problem. No abnormalities were observed on the bladder. The reported condition was verified. The cause of the condition was not determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured before patient use. There was no patient involvement. No additional information is available.